Event description:
Additional information was received that the patient had coughing related to vns which lead to them almost passing out. The patient had their generator off due to the events. The patient does not have a medical history of this prior to vns.

Event description:
It was initially reported that after the output current was changed from 1.75 ma to 2.0 ma the patient coughed badly and passed out. The patient was taken to the emergency room . The patient had their output current adjusted back to 1.75 ma and then had the generator disabled. No further information was provided. Good faith attempt for more information have been unsuccessful to date.

Manufacturer narrative:
.